Manufacturer narrative:
No pt info as no pt was present. Investigation in progress.

Event description:
A medtronic rep reported intermittent tracking with the axiem emitter used with the stealthstation treon. No pt present.